Event description:
It was reported that a small volume folfusor underinfused. This occurred during flow testing performed by the customer. The device had been filled with 120ml saline solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from november 14, 2014 to november 15, 2014. Evaluation summary: the device was received for evaluation. A visual inspection and a functional flow rate test were performed. No abnormalities or malfunctions were identified. The devices flow rate was found to be within specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.